Event description:
The customer received control readings of 388 and 238mg/dl on the contour next usb. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control solution was expected to be returned for investigation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.